Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite electrical test due to failing ground bond and failed the homechoice rite functional test. The assignable cause for ground bond failed performance specifications was loose door post. Baxter will continue to monitor similar reports to determine if further actions are required.